Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose level was 306-307 mg/dl. Customer successfully resumed insulin therapy and continued to use the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.